Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter stopped working for transmitter ID (B)(4). Data was evaluated and the allegation was confirmed. The probable cause was determined to be the expected end of life of the transmitter. In addition, a transmitter failed error was found on (B)(6) 2021 for a different transmitter ID (B)(4). The reported allegation of a transmitter stopped working is reportable based on the finding of a transmitter failed error on a different transmitter. No injury or medical intervention was reported.